Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The physician could not cross the lesion with a 3.0x24mm taxus liberte stent. The 99% stenosed target lesion being treated was located in the severely tortuous and calcified mid left anterior descending (lad). The device was unable to cross at the tortuoused part of the lesion and it was noticed that the stent lifted up. The procedure was completed with a different device. No pt complications or injuries were reported. Pt condition listed as "good".